Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the pump. The customer stated that he had levels of 458 mg/dl, 433 mg/dl and 332 mg/dl. The customer stated that his blood glucose was low as 54 mg/dl. The customer stated that he changed his infusion set twice yesterday in order to lower his infusion sets. The call was disconnected and no trouble shooting was performed.